Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received his scs system on (B)(6) 2011. It was reported everything but the ipg was explanted on (B)(6) 2011 due to lower extremity issues. It was reported the pt was unable to move much after the procedure; the physician felt there must have been some type of cord injury with the laminotomy. The pt was transferred to a rehabilitation facility. F/u with the physician found the pt was moving well, but still retained some numbness in his hands.